Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has a history of a persistent percutaneous lead infection with possible pump thrombus. The pt underwent a pump exchange from one lvad to another lvad on (B)(6), 2013.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.